Event description:
It was reported to ge that the collimator fell off of the suspension-mounted x-ray tube and onto a nurse's foot. The nurse reportedly received a hematoma on the left foot, but no fractures. The mass of the collimator is 15 kilograms. Investigation showed that the intermediate rotating holder used with the ultranet n collimator had two out of four mounting screws with damaged threads. One of these screws had a different head, indicating replacement during a prior maintenance. This replacement is believed to have damaged the threads. These four screws are factory mounted and usually are not touched by the field engineer. There have been no other reported incidents of this failure. The incident was attributed to poor maintenance practices. The system was repaired.